Manufacturer narrative:
The purpose of this supplement is to report that the event is no longer reportable. The site determined that the event was not related to the device or the procedure; therefore, the ae was removed. As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Upon receipt of new or additional information and completion of investigation, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the superial femoral artery with a focused forced percutaneous transluminal angioplasty (pta) balloon dilatation catheter, following use of the study device, stent was placed for elastic recoil in mid sfa.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Upon receipt of new or additional information and completion of investigation, a follow-up report will be submitted as applicable. (Expiration date: 06/2020).

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure in the superial femoral artery with a focused forced percutaneous transluminal angioplasty (pta) balloon dilatation catheter, following use of the study device, stent was placed for elastic recoil in mid sfa.